Event description:
The customer reported that the 840 ventilator was removed from the pt due to an 840 ventilator. There was no pt harmed or injured as a result of the event. Covidien troubleshot this issue with the customer over the phone and suggested to replace the graphical user interface (gui) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).